Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed the prompt "pull up lifeband and press restart" was confirmed in both the archive data and during functional testing performed at zoll. The archive data showed numerous user advisories (ua) 45 (not at "home" position after power-on/restart) and several ua12 (lifeband not present) around the customer's reported event date. Both user advisories are displayed on the lcd with the prompt "pull up lifeband and press restart." The ua45 was replicated during initial functional testing at zoll. The root cause of the ua45 was the driveshaft not being in "home" position. The ua45 advisory message can usually be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its "home" position. However, in this case, the zoll service personnel noticed that the encoder driveshaft was stuck and would not rotate. The technical investigation determined that the root cause of the stuck driveshaft was the malfunctioning drivetrain motor. During visual inspection, the platform's front and bottom enclosures were observed damaged, unrelated to the reported complaint. Photos provided by the zoll service team revealed some superficial scratches, cracks, and breakages at multiple locations. These observed physical damages are characteristic of harsh impacts due to user mishandling. The damaged covers need to be replaced to address the issues. The archive data showed fault code 16 (timeout moving to take-up position) occurred on 30 march 2023, unrelated to the reported complaint as this fault code is not followed by the prompt "pull up lifeband and press restart." However, fault code 16 indicated that the driveshaft had become stuck, out of "home" position, resulting in all subsequent user advisory 45. After the platform recorded the fault code 16, no additional compressions were performed through the end of the archive data, and numerous ua45 and several ua12 advisory messages occurred when the customer powered on the platform. The ua45 and ua12 advisory messages are displayed on the platform's lcd with the prompt "pull up lifeband and press restart." After the customer cleared the ua12, the ua45 appeared and persisted. The autopulse platform failed initial functional testing due to the ua45 advisory message displayed upon powering up the device. The ua45 is followed by the prompt "pull up lifeband and press restart," confirming the reported complaint. The zoll service personnel was unable to clear the ua45 because the driveshaft could not be rotated to "home" position. During troubleshooting, the encoder gearbox and clutch plate were replaced with known-good service parts, but the problem persisted, and the driveshaft did not rotate. The zoll service personnel then replaced the drivetrain motor assembly with a known-good service part, the driveshaft rotated normally, and the ua45 was cleared. Further inspection revealed that the belt clip retainer and monolithic plunger showed signs of melting/deformation, likely caused by frictional heating from the stuck drive shaft. This issue could have caused the intermittent ua12 advisory messages, which were cleared by the customer. The belt clip retainer and monolithic plunger were replaced to remedy the problem. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Event description:
During shift check, the autopulse platform (sn (B)(6)) displayed the prompt: "pull up lifeband and press restart." The customer stated that the platform was tested with different batteries, lifebands, and manikins with no success. The lifeband was installed around the manikin, but the prompt continued to display, and the lifeband could not be adjusted to size the manikin. No patient involvement.